Event description:
It was reported that an infusion set and cartridge change resulted in no drops observed during priming and wetness upon cartridge removal, and troubleshooting determined the adapter had been attached to the cartridge outside of the pump, indicating an incorrect order of operations during the supply change. No reported symptoms; blood glucose was not affected. Outcomes included no alarms and no need for medical care. Investigation included customer education and a guided walk-through of the correct supply change process, after which the procedure proceeded without issue. Investigation of this case revealed user setup error related to improper connection of the infusion set components during cartridge installation. It was concluded, based on previously established findings for similar reports, that the cause was user error due to improper assembly and handling during the supply change.